Event description:
The customer reported an unknown malfunction. The unit was being set up for use. There was no delay of therapy.

Manufacturer narrative:
B4:02sep2021. After further investigation, the customer reported there was no actual issue with the unit; they were dismantling the unit to be transported to another location for future use (being set up for use). This was reported in error.